Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise, resulting in storage of several untreated episodes. Technical services (ts) discussed potential causes and troubleshooting options. Additional information was received that this system continued to exhibit oversensing of noise, which, resulted in delivery of an inappropriate shock. An x-ray was performed and showed a well placed system. Ts inquired if there were any x-rays from the implant procedure to review and discussed the potential of s-ICD rotation in the pocket given the current posterior orientation of the device header. No implant x-rays were provided or reviewed at this time. Further evaluation of sensing vectors was performed and the sensing vector was going to be reprogrammed to secondary. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.